Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, when the device was squeezed, the staples were not forming properly. It is unknown how the case was completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 2/10/2020. D4: batch # t94w6c. Investigation summary: the analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled, and it fed and formed 6 conforming clips. In addition, the instrument did not lock out. In order to evaluate the device¿s internal components, the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found to be damaged, causing the anti-backup failure. No conclusion could be reached on what caused the ratchet pawl to become damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.